Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient's lead integrity alert triggered. Oversensing was found on the left ventricular lead. An apparent lead fracture was suspected. The pace/sense portion of the lead was capped. The high voltage coil remains in use. A new pace/sense lead was implanted. No patient complications were reported as a result of this event.